Event description:
User alleges during a procedure one of the pressure chambers over pressurized and the bag of saline exploded and the fluid went all over the machine. After incident the unit would not power up.